Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (10616r258) was successfully deployed, reducing mr. Then a second clip delivery system (cds 10419r175) was advanced to the mitral valve; however, the clip became briefly caught in chordae right before grasping. The clip was freed, and removed from the patient. Mr increased back to 4; therefore a chordal rupture was suspected, but not confirmed. Additional treatment was not performed. One clip was implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove was due to procedural circumstances. The reported tissue injury appears to be a cascading effect of the difficult to remove. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.